Manufacturer narrative:
Conclusion: the product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
Physician was showing a fellow the penumbra coil on the sterile table while patient was being prepared for operation. Physician pushed the coil out of the sheath and the coil fell out of the pusher. The coil was discarded by the physician and another one was used.